Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus) due to balloon puncture. The aus balloon was removed and replaced with a new one. The patient was reported to be doing well after the procedure.